Event description:
It was reported that there was a revision to retrieve broken short gamma nail. The gamma nail broke just below the lag screw.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes avaiable it will be reported on a supplemental report. (B)(4): device will not be returned.